Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins) for urinary dysf unction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller had the patient on the phone and the patient said her device is not working and thinks it is related to her breaking her hip. Patient didn't know any other info and did not have patient programmer to check device during call. No patient symptoms and no further complications were reported.